Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Battery depletion was indicated/elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk was on (B)(4) 2013 with device rrt voltage of less than or equal to 2.6251 volts. Concomitant products: 6947 implantable tachy lead 2010 (B)(6), 4196 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the device was at recommended replacement time (rrt) after only three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.